Manufacturer narrative:
The subject device was received and evaluated . The air/water supply volume was inspected , found no flow , no air or water output due to the clogged nozzle. Service repair noted, a solid and white material, which seem to look like debris from the patient body that could not be removed was clogging the nozzle. Nozzle was noted to be found not deformed. Furthermore, the following findings during inspection were noted on the device: - a-rubber glue is separated and worn-out. - one lg-rod lens is chipped. - ccd-cover lens is chipped. - crease on the connecting tube (slightly). - universal cord unit has wrinkles (slightly). - scope connector electrical contact are damaged (slightly). - variable stiffness adjustment required. - biopsy channel is worn: no malfunction reported but coloring/scratch noticed inside the channel. - angulations are out of specification. - insulation d/e and I/s resistance values are out of specification. Service repair noted that the foreign material found in the nozzle would very likely have accumulated and clogged during the procedure. Concerning the general condition of the scope and the further inspection findings, it is obviously a result of wear and misuse during handling and reprocessing. The replacement of the nozzle unit, the a-rubber, the c-cover, one lg-rod lens, the ccd-cover glass, the biopsy channel, and an adjustment of both variable stiffness plus all angulations are required as a major repair to return the instrument to the original equipment manufacturer (OEM) specification. The exchange of the connecting tube, the universal cord unit, and the plug unit are suggested as a recommended repair only. Review of service history record showed this product was placed in service in march 2018. Previously, the device had been returned to service center regional repair center france (rrc-ofr) in july 2021 for hygiene microbiological investigation. Microbiological control results done in rrc-ofr afterward did not confirm the initial hypothesis related to the suspected contamination. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of " no flow from the main air/water) a/w system". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the device nozzle was clogged with foreign material. This report is being submitted for clogged nozzle due to foreign material (handling, device reprocessing issue) found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.